Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced fro pre-dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.